Manufacturer narrative:
The pump arrived at acsi with the force gauge reading at 40 kg. The gauge would not move during attempting to compress or decompress the pump. Nothing external or internal indicated that there were any modifications or misuse of the device. The pushrod assembly was stuck in the transfer spring. It took a good amount of force to manually remove the pushrod. The pushrod loosened up after some manipulation. The components were reassembled and the force gauge returned to zero. The force gauge was verified on a scale (force gauge kg/scale kg; -15/-14, 50/54) all within specification. The gauge returned to zero after each compression/decompression. It is thought that excess loctite was on the pushrod stem. When the pump was compressed, the pushrod must have gotten stuck in the up position causing the gauge to read high and not return to zero.

Event description:
The resqpump force gauge was reported stuck in the compression range.